Manufacturer narrative:
The reported event of a dislodged leaflet could not be confirmed. The investigation at abbott found the valve with both leaflets intact. Bottom rim of the valve noted to be chipped. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. While the cause of the damage noted on the valve could not be conclusively determined, there was no evidence of material defect in the carbon coating that may have caused or contributed to the event. The noted damage may have been caused by some external force applied to the valve which overstressed the carbon material. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 21mm masters aortic mechanical heart valve was selected for implant. During procedure, a leaflet sustained damage; a small fragment of the leaflet fractured near the costing edge of the leaflet. No instruments were in contact with the valve at the time the fracture was observed. No resistance was felt when rotating. It was exchanged for a new 19mm masters aortic mechanical heart valve, which was successfully implanted. The patient was reported to be in stable condition. Of note, the patient underwent a double valve replacement and an unknown sized valve was implanted into the mitral side.